Event description:
The customer stated an architect i1000sr analyzer generated a falsely elevated total psa result for one patient sample. The patient had a historical psa value of 1.4 from last year. This time the architect generated a total psa result of 40. The falsely elevated total psa result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Concomitant medical products, ln is 01l86-01. Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was performed using an in-house retained lot of total psa reagent lot 24117lf00 and all acceptance criteria were met. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect total psa, ln 7k70, that has a similar product distributed in the us, architect total psa, ln 6c06. A follow up report will be submitted when the evaluation is complete.